Manufacturer narrative:
The attachment was received at the manufacturer for service and evaluation. During the investigation an unknown substance leaked out of the device. Based on the investigation details it was determined that lube was coming out of the bottom of the device. A lubricant is applied to handpieces during their manufacture. If not properly drained during the cleaning process, this fluid can be trapped in the device and present itself as a leaking substance. Directions found in supplemental processing instructions state no foreign substance should be placed into device. If the device has been soaked and not completely drained and dried, then the device will hold fluid.

Event description:
The attachment was returned to the manufacturer, and during the investigation an unknown substance leaked out of the device. There was no patient involvement during this event. There were no adverse consequences reported.